Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination in the diaphragm valve, crease flat, fluids clear inside the device. A leak test was performed and found an opening on the diaphragm valve. A microscopic analysis was performed which identified a delamination, and a broken sharp/crack in the fill channel. Based on the device analysis, the final assessment is a broken sharp in the fill channel assessed as an unidentified (tear) opening, a crack on the diaphragm valve due to a cracked valve seat diaphragm valve, and delamination of the diaphragm valve assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported a right side deflation.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and patient's concern with the product.

Event description:
Patient reported a right side seroma and "implants were recalled". Patient additionally reported depression and anxiety a year after the implant; these events are not device related. Device remains implanted.